Manufacturer narrative:
Received additional information from the continuous glucose monitor (cgm) manufacture regarding the cgm discrepancy. Reportedly, there is "pump lag time" between the cgm readings and the pump. Multiple attempts were made to follow up with the customer on the reported issue. No response from the customer was received. (B)(4).

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized due to low blood glucose (bg) levels (35 mg/dl). The cause for the reported low bg levels was unknown. Customer reported there was a 20-30 point discrepancy with the continuous glucose monitor (cgm). Reportedly, the cgm read a bg level of 55 mg/dl and customer's actual bg level was 35 mg/dl. The cgm manufacture was notified of the reported cgm discrepancy. Customer was treated through intravenous glucose, and released from the hospital on (B)(6) 2017. Subsequently, customer's bg level dropped again, and the customer fell and hit their head. Emergency services were called and the customer was taken back to the hospital on (B)(6) 2017. At the time of the report the customer was still in the hospital. Multiple attempts were made to follow up with the customer on the reported issue. No response from the customer was received.